Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic sleeve gastrectomy, two spots had malformed staples. The surgeon used cautery to seal oozing location.